Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed due to post-paced t-wave oversensing via remote transmission. Patient was asymptomatic. Programming changes will be made at the next follow-up.

Manufacturer narrative:
(B)(4).